Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The black rubber-like foreign material was unable to be identified. There was no physical damage at foreign object detection point and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was an obstruction due to foreign objects in the nozzle. As a result of this obstruction, the water supply volume did not meet the standard value. This finding was due to insufficient or incorrect reprocessing of the scope. Upon further inspection, it was observed that the plastic distal end cover had a dent. It was also observed that the adhesive of the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope when brushing down the air and suction valves channels, the brush would become very hard and tight to push, about an inch past the biopsy valve. Additionally, it was reported that due to an obstruction, the scope failed in the aer endoscopy washer. The reported issue occurred during maintenance and reprocessing of the scope. There was no patient/user harm or injury reported due to the event.